Event description:
It was reported that the user experienced an insulin occlusion with an alert indicating consecutive motor stalls, followed by a pump restart notification; guided troubleshooting included pump restarts, disconnecting and attempting fill tubing, a dry run with successful rewind and delivery to 120 units, and a subsequent full supply change using an inset infusion set and a prefilled cartridge, after which insulin delivery resumed. Symptoms included no reported changes in blood glucose. Outcomes included restoration of therapy without need for medical intervention. Investigation included technical troubleshooting and user education performed by support. Investigation of this case revealed that the pump¿s motor stall alerts were reproducible with the prior setup but resolved during a dry run and after replacement of infusion set and related supplies, indicating the issue was attributable to the disposable components rather than the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was supply-related occlusion and motor stall resolved by replacement of the infusion set and connectors.

Manufacturer narrative:
Initial.